Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a minor problem with their stimulator. The last time the patient met with a representative they programmed adaptive stimulation onto their device and that was ok for a while. They had adequate stimulation on their right side but not on the left side. The left side had been bothering them and they had been in a lot of pain. The ins had been shutting itself off. The patient thought the ins was shutting off because they let their battery run down but when they checked the ins the battery was ok. The patient tried adjusting stimulation but that didn't resolve the issue. No further complications reported.